Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed motor communication error alarm and hardware low level failures alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 and pump error 4 was confirmed in the insulin pump history due to cold solder joint at the keypad assembly. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.